Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer touchscreen did not respond to the stylus or finger touch. It was able to select with the test display. The computer platform was replaced. Reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen did not respond to the stylus or finger touch. There was no patient involvement.